Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. It can be conclusively stated that there are no issues with the cobas® mpx lot m15266 that was used and a software anomaly or an issue with the result calling algorithm can be excluded as the cause for the discrepant results as well as any hardware related issues. The analysis of the provided data in this case further confirms that the cobas® mpx test correctly identified the sample as hbv non-reactive. This is further supported by the valid rmc positive and negative controls. The valid rmc positive and negative controls indicate the proper functioning of pcr and sample preparation processes. Possible causes for the observed results can be a viral load fluctuations below the limit of detection (lod): even in cases of chronic infection, the levels of circulating dna may be lowered by antibody production or suppressed by treatment. If the initial sample contained hbv dna at a concentration near the limit of detection (lod) of the cobas® mpx test, small biological fluctuations or the body's ongoing immune response can cause the level to fall below the lod in a later draw. Hbv stays in the liver and can be released intermittently into circulation.

Event description:
There was an allegation of discrepant hbv results when using the cobas® mpx kit (480t) from the cobas 6800 analyzer for a single patient. The following results were observed for the alleged sample: serology result: reactive (abbott) ¿ high signal nat result: non-reactive (cobas® 6800, cobas® mpx), quantitative hbv test: target not detected (cobas® hbv).